Event description:
The customer reported there was a leakage on the return line with a blood loss with no alarms.

Manufacturer narrative:
No medical intervention was reported. Quantity of blood loss unk. The machine was checked by the service tech. He found there was a 3-way stop-cock connector between the blood tubing set and the catheter as a potential source of the blood leakage. A gambro service tech inspected the machine. No malfunction was found. The technician was able to simulate and demonstrate the proper function of the pressure trending limits: "caution: return disconnection can not be detected" alarm and 'warning: return disconnection alarm". The second alarm stops the blood pump and closes the venous clamp when the return pressure falls below + 10 mmhg. The physician complained that during the "caution: return disconnection can not be detected" alarm a significant amount of blood could be lost.